Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. As received, the monitor would not power on past the splash screen as a result of the response buttons not working. The cause for the response buttons not working could not be positively identified. After opening the monitor casing to investigate the response buttons, no problems were discovered. The monitor was able to power up after the monitor was reassembled. No adverse event resulted from the defective response buttons. The pt was issued a replacement monitor.

Event description:
A (B)(6) male pt contacted zoll customer support to report that his response buttons were not working. The pt was issued a replacement monitor.